Manufacturer narrative:
Plant investigation: although it was originally stated that the mixer motor was available to be returned to the manufacturer, no parts have been returned to the manufacturer under failure analysis for physical evaluation. The dry acid mixer was evaluated at the user facility by the fresenius regional equipment specialist (res). The res replaced the mixer motor due to the reported burn damage after the unit reportedly had flames coming from the motor. After the repair, machine functional checks were performed, and all tests found the unit to be functioning within specification. The unit was reportedly placed into service at the user facility without any further issue. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances or any associated rework during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was able to confirm the failure mode. The res replaced the mixer motor that had burn damage. Therefore, the complaint has been deemed confirmed.

Event description:
A biomedical technician (biomed) at a user facility reported that the fresenius dry acid mixer motor was found on fire by the clinic manager while the mixer was in dissolution/homogenize mode. The staff was preparing an acid mix and approximately half way through the mix, the staff members and clinic manager in the room noticed a burning smell and saw visible smoke. There were no smoke detectors alarming at the facility. The clinic manager reportedly saw flames from the mixer motor and unplugged the unit, at which time the flame and spoke dissipated. A fire extinguisher was not used to put out the flames. There were no injuries to the staff members present at the time of the event. The mixer motor was observed to have been burnt. There was no reported damage to any other mixer components. The specific gravity was tested on the acid batch within the mixer tank and the test results were within specification. The batch was used with no reported issues. The biomed reported that the motor was original to the machine, which was installed at the facility two years ago. The biomed stated that the machine is current on the required preventative maintenance services and hasn¿t required any extra repairs. Following the event, the machine was evaluated on-site at the user facility by a fresenius regional equipment specialist (res). The res replaced the mixer motor, that had already been ordered by the biomed. Following the part replacement, the system was restored to full functionality. The unit was returned to service at the user facility without a recurrence of the event as reported. The mixer motor was stated to be available to be returned to the manufacturer for physical evaluation.